Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this instrument at time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during a biopsy procedure the surgeon was not getting any positive tissue in their biopsy for diagnosis. Site did a few samples all with negative results. The manufacturer representative (mr) ensured they were measuring to the middle of the cut window. He also mentioned they were getting a sample from the edge of the lesion, so they went a little deeper and still had a negative sample. The scans were taken day of and met protocol besides having slight overlap (spacing 1, thickness .5). The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic representative reported that after review of the photo of registration, confirmed acceptable registration. Unable to determine the probable cause based on the photo provided.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.